Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead fractured and the lead triggered a lead integrity alert (lia) for non-sustained high rate episodes and sensing integrity counters (sic) and triggered a noise alert for noise oversensing. In addition, the lead had intermittent capture at maximum outputs as well as high and varying pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.